Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a hernia repair procedure on an unknown date and mesh was implanted. The surgeon stated that the mesh was removed due to lack of ingrowth. Additional information has been requested.